Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, the consumer was driving his car and unable to provide lot numbers and the actual results from his meter. It was determined that the consumer transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will not be returned for evaluation due to inability to contact consumer for follow-up call.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.